Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse stated that the customer was hospitalized due to low blood glucose levels. The reported blood glucose reading was 84 mg/dl. The nurse stated the customer over estimated the amount of insulin she should have taken for lunch and that her husband found her unconscious on the bed. Troubleshooting was performed and it was found that the customer had taken sixty units of insulin over a two hour period the day of the event. The insulin pump passed the displacement test. It was found that the customer was not connected during priming and that the correct insulin was being used. Nothing unusual was noted in the alarm history. Per the customer the insulin pump was accurately reflecting the amount of insulin in the reservoir. It was also found that the customer did not manipulate the reservoir while connected to the insulin pump. Nothing further was reported.